Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In previous report section b5 was incorrect, correct b5 should be - the patient alleged congestion, visualization of particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination.an internal visual inspection of the device was completed by the manufacturer and found water ingress in the blower box and on the blower motor. There was also some contamination on the inlet port and on the bottom of the inside of the case. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination on the inlet port and on the bottom of the inside of the case, water ingress in the blower box and on the blower motor. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.